Manufacturer narrative:
The customer has cancelled the repair on this device. No parts were replaced.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported the exhalation valve left open. No patient involvement / harm.